Event description:
Dull blade situation has been going on for a while. It is not every blade, but we have noticed it with mainly para blades, however, lately 2.75 mm blade has been dull as well. I do not think the problem is how we handle it, since nothing has changed, but you can see that the blades look different as well, more dull edges.